Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed, as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a high-pressure alarm occurred on both pumps and remained unresolved despite cassette, tubing, and end cap changes. The alarm resolved when the tubing was disconnected from the central line. There were no reported patient involvement and patient harm.